Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product experience. This rv lead was replaced. No additional adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product experience. This rv lead was replaced. No additional adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific for further analysis. Additional information indicated that this rv lead was explanted and replaced due to a therapy upgrade with a subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.